Manufacturer narrative:
Per the field service rep (fsr), the customer had the unit plugged in and fully charged. The unit checked out fine w/o any issues.

Event description:
It was reported that during the use of the device for a non-clinical activity, when the user unplugged the unit it briefly switched to battery back-up, but then it shut down. The user was moving unit into another pump room. The user was moving unit into another pump room for storage. There was no pt involvement.